Event description:
This report summarizes one(1) malfunction event. A review of the events indicated that model 5608062 port and catheter during port insertion, the port was allegedly found with a crack in it. This report was received from one source. This event did not involve a patient.

Manufacturer narrative:
The device has been returned for evaluation; defective component and port stem break were identified in the sample evaluation. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction event. A review of the events indicated that model 5608062 port and catheter during port insertion, the port was allegedly found with a crack in it. This report was received from one source. This event did not involve a patient.